Event description:
Overdelivery reported. Central hyperalimentation was set to run by pump primary line at 50 ml/hr. The pt reportedly rec'd 1100 ml in 75 minutes. When the pump was rec'd in the biomedical engineering dept, the primary rate was 50 ml/hr, the volume to be infused was 135 ml and the total volume delivered was 1065 ml. The secondary line read 100 ml/hr, however the volume to be infused was set at zero. The pt's blood sugar was drawn following the incident, but the results did not require any intervention. No pt harm reported. The nurse manager states "the pumps are new to the facility and co is still getting used to them." No add'l info was available.